Manufacturer narrative:
The unit was returned and is being forwarded for eval.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provided an audio alarm. There was no pt harm reported.